Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose and had insulin flow block alarm. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer reported that the insulin pump had cracked. There was no damaged to the reservoir lip ring but damaged was at the back side of insulin pump. Customer declined to troubleshoot for high blood glucose. The insulin pump will be replaced, and customer agreed to return the product for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. The device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. The device was received with cracked case.